Event description:
The patient was revised because of osteolysis and loosening of the femoral, tibial, and patella.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported device loosening based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.